Event description:
It was reported that the customer was hospitalized due to hyperglycemia, hypercolemia, chest pain and renal failure. The customer blood glucose reading was 500 mg/dl. Troubleshooting was declined as the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.